Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to rate related morphology change resulting in t-wave oversensing. It was noted the patient was hauling bags of cement at the time. Technical services (ts) reviewed available device data, noting the change in morphology appears to be driven by underlying patient disease. Programming and troubleshooting options were discussed. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.8

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to rate related morphology change resulting in t-wave oversensing. It was noted the patient was hauling bags of cement at the time. Technical services (ts) reviewed available device data, noting the change in morphology appears to be driven by underlying patient disease. Programming and troubleshooting options were discussed. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.